Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6)2017, the patient's mother reported that her son had first day of school and he experienced vomiting and high blood glucose level of 538 mg/dl due to insulin blockage. Therefore, on (B)(6) 2017 at 08:00 pm, the patient was admitted to the hospital due to diabetic ketoacidosis (as per healthcare professional) with blood glucose level of 359 mg/dl. The patient last changed the infusion set on (B)(6)2017. Reportedly, the patient was still hospitalized at the time of this report ( (B)(6) 2017). Currently, his blood glucose level was 153 mg/dl. No further information available.